Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 3. Reference MFR. Report#: 3006705815-2021-02072, reference MFR. Report#: 3006705815-2021-02074.

Manufacturer narrative:
Patient weight was unable to be obtained. Date of explant is unknown.

Event description:
Device 2 of 3. Reference MFR. Report#: 3006705815-2021-02072. Reference MFR. Report#: 3006705815-2021-02074. It was reported the patient had been unable to set their ipg into MRI mode. As a result, the patient's scs system was explanted.